Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported two days post implant that they felt the device is not working and they are experiencing bleeding at the implant site. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.